Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, the device remains implanted.

Event description:
Additional report of "folds in the upper and upper outer margin of left side device and liquid collection in the lower and lower inner margin". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, b.6, d.7, h.6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.